Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. Product analysis results are not available at this time. Use error contributed to the pt's elevated blood glucose levels and hospitalization. The owner's booklet instructs the user to be ready to manually inject insulin should insulin delivery be interrupted for any reason and warns that not doing so can lead to a serious injury. The pt was aware of the pump issue and a previous infusion site issue and did not implement a backup plan. The pt also took medication that may have contributed to her elevated blood glucose levels.

Event description:
The pt stated that she stopped using the pump at 6 am on november 5, due to a damaged cartridge pump cartridge compartment. She alleged that the pump became hot and melted the cartridge compartment threading. She says that the internal cartridge compartment appeared "cruddy" and that the damage caused her to have difficulty removing her cartridge. She reported that due to this difficulty, she disconnected the infusion set and stopped using the pump. She said that earlier that morning, there was blood at her infusion site, because her infusion site was "knocked around". She also mentioned that she was taking medication that could increase her blood glucose levels, but did not specify the medication. At 9 am, she reported a blood glucose reading of 566 mg/dl. She could not determine how to dose insulin based on a backup plan and therefore, did not implement a backup plan. Upon retest, she reported a blood glucose reading of 590 mg/dl taken shortly after 9 am and later that day, was admitted to the hospital with a blood glucose reading of 555 mg/dl. The pt and nurse did not know the diagnosis and the pt appeared to be asymptomatic. She was reportedly treated with subcutaneous injections and IV fluid. Pump settings and delivery history were reviewed with the pt and confirmed as accurate.